Manufacturer narrative:
Device was taken into possession by a third party which is unknown at this time. Log files have not been made available to the manufacturer at this time. The us agent has made multiple attempts to request additional information and to obtain possession of the device to no avail.

Event description:
12/11/2024: breas received from eastern medtech notifying breas that a 'pt passed using our ventilator and the vent may have been taken by a hazmat team or another dme company. Breas reached out for more information and was provided the following on 12/23/2024: we had a patient who passed away. He was using the vent when he passed away on (B)(6) 2024 and his body was not discovered until 2-3 days later. We were told that the hazmat team took the vent due to it being "hazardous" because he was hooked up to it when he passed. We have called many places trying to track down who took the vent from the house and where it could possibly be. The patient's uncle is in charge of everything and thought that another company took it thinking it was theirs. They said they left it because it had our name on it. We were then told that the funeral home took it. I called there and they said that they do not touch that type of thing and it was more likely that the hazmat team took it. We called the police department which unfortunately was another dead end. At this point, we are not sure where it is or what happened to it. Breas has not received any additional information to date. The ventilator is no longer in possession of eastern medtech. The ventilator has not been returned to breas for investigation.